Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/09/2015 with the following findings: the audio bolus button cover was found to be torn; however, the audio bolus button was found to be responsive to button presses. Unrelated to the complaint, the battery compartment was observed to be cracked along the left side to the grip pad and was cracked at the case seal. A test battery cap was used to verify all steps.